Event description:
Additional information indicates the device was turned off. A field representative turned the system back on and the system is functioning as it should. The device is providing effective therapy.

Manufacturer narrative:
Correction: this device is no longer reportable as there are no allegations of deficiency against the device.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg would no longer communicate with external devices. As a result, surgical intervention may be undertaken in the future.